Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during secondary intraocular lens implantation, the patient's intraocular pressure (iop) was normal at the beginning of the case, but there was a strong increase with a strong vitreal pressure at the end after irrigation. A capsular rupture occurred at implantation, but without real consequence and a good optical result afterward. The vision is optimal even without correction. The iop was normal again the next day. The surgeon suspects, it was a form of malignant glaucoma. This is the second of two related reports for this facility.